Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in the incident, it was found that no issues occurred. A technical support specialist dialed into the station, and everything appeared to function correctly. The tss performed a soft reboot, but med application continued to launch, and no issues found. The system functioned as intended after the technical support specialist investigated and tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck in carefusion screen. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.